Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6)2022, it was reported that the infusion set's tubing got detached at the site. The site location was patient's hip, and the pump was in the pocket. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.